Manufacturer narrative:
Additional information: h4, h6, h11. H4: the lot was manufactured between september 5th ¿ 10th 2024. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vial-mate adapter leaked at the vial interface. The device was used to connect the vancomycin vial to the normal saline intravenous fluid bag. This occurred during patient infusion at the emergency department. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B3: event date and d10: concomitant product (1): therapy date^: the event occurred in an unspecified date of november, 2024. E1: initial reporter phone no.: (B)(6). (Additional number) should additional relevant information become available, a supplemental report will be submitted.